Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right coil has migrated, and is not satisfactorily positioned") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: *before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 9 months after insertion of essure, the patient experienced pain in extremity ("bilateral leg pain"), ear pain ("ear pain") and the first episode of anxiety ("feeling of anxiousness"). On (B)(6) 2016, the patient experienced endometrial thickening ("thickened endometrium"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/severe and unusual pelvic pain"), the first episode of abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("longer menses"), abdominal pain lower ("cramping"), fatigue ("fatigue"), the second episode of abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), the second episode of anxiety ("anxiety"), amnesia ("memory loss") and rash ("facial rashes"). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, fatigue, the last episode of abdominal pain, dyspareunia, arthralgia, the last episode of anxiety, amnesia and rash had not resolved and the pain in extremity, ear pain and endometrial thickening outcome was unknown. The reporter considered abdominal pain lower, amnesia, arthralgia, device dislocation, dyspareunia, ear pain, endometrial thickening, fatigue, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, rash, the first episode of abdominal pain, the first episode of anxiety, the second episode of abdominal pain and the second episode of anxiety to be related to essure. Diagnostic results: on (B)(6) 2014, hysterosalpingogram indicates that the left-sided device was in proper position, but that ¿[the] right coil has migrated, and is not satisfactorily positioned. . . [The exact] position of the coil uncertain though it is anteriorly positioned, extra uterine.¿ on (B)(6) 2016, pelvic ultrasound noted "somewhat thickened endometrium" but was otherwise unremarkable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: bilateral leg pain, ear pain, feeling of anxiousness and thickened endometrium were added as event; new lab data provided. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil has migrated, and is not satisfactorily positioned') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pain in extremity ("bilateral leg pain"), ear pain ("ear pain") and feeling anxious ("feeling of anxiousness"), 1 year 9 months after insertion of essure. On (B)(6) 2016, the patient experienced endometrial thickening ("thickened endometrium"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/severe and unusual pelvic pain/worsening pain"), the first episode of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding"), menorrhagia ("longer menses"), abdominal pain lower ("cramping"), fatigue ("fatigue"), the second episode of abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), anxiety ("anxiety"), amnesia ("memory loss"), rash ("facial rashes"), migraine ("worsening migraines"), headache ("worsening headaches"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, fatigue, the last episode of abdominal pain, dyspareunia, arthralgia, anxiety, amnesia and rash had not resolved and the pain in extremity, ear pain, feeling anxious, endometrial thickening, migraine, headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, amnesia, arthralgia, autoimmune disorder, device dislocation, dyspareunia, ear pain, endometrial thickening, fatigue, feeling anxious, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic pain, rash, the first episode of abdominal pain, anxiety and the second episode of abdominal pain to be related to essure. The reporter commented: she is thinking about removal surgery and is continuing to receive treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil has migrated, and is not satisfactorily positioned') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pain in extremity ("bilateral leg pain"), ear pain ("ear pain") and feeling anxious ("feeling of anxiousness"), 1 year 9 months after insertion of essure. On (B)(6) 2016, the patient experienced endometrial thickening ("thickened endometrium"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/severe and unusual pelvic pain/worsening pain"), the first episode of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding"), menorrhagia ("longer menses"), abdominal pain lower ("cramping"), fatigue ("fatigue"), the second episode of abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), anxiety ("anxiety"), amnesia ("memory loss"), rash ("facial rashes"), migraine ("worsening migraines"), headache ("worsening headaches"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, fatigue, the last episode of abdominal pain, dyspareunia, arthralgia, anxiety, amnesia and rash had not resolved and the pain in extremity, ear pain, feeling anxious, endometrial thickening, migraine, headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, amnesia, arthralgia, autoimmune disorder, device dislocation, dyspareunia, ear pain, endometrial thickening, fatigue, feeling anxious, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic pain, rash, the first episode of abdominal pain, anxiety and the second episode of abdominal pain to be related to essure. The reporter commented: she is thinking about removal surgery and is continuing to receive treatment for her symptoms. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Event added from pfs- worsening migraines, worsening headaches, autoimmune symptoms, hypersensitivity symptoms. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('right coil has migrated, and is not satisfactorily positioned'). In a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy. Nor did they last as long. And she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pain in extremity ("bilateral leg pain"), ear pain ("ear pain") and feeling anxious ("feeling of anxiousness"), (B)(6) year (B)(6) months after insertion of essure. On (B)(6) 2016, the patient experienced endometrial thickening ("thickened endometrium"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/severe and unusual pelvic pain/worsening pain"). The first episode of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding"), heavy menstrual bleeding ("longer menses"), abdominal pain lower ("cramping"), fatigue ("fatigue"). The second episode of abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), anxiety ("anxiety"), amnesia ("memory loss"), rash ("facial rashes"), migraine ("worsening migraines"), headache ("worsening headaches"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, heavy menstrual bleeding, abdominal pain lower, fatigue, the last episode of abdominal pain, dyspareunia, arthralgia, anxiety, amnesia and rash had not resolved. And the pain in extremity, ear pain, feeling anxious, endometrial thickening, migraine, headache, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, amnesia, arthralgia, autoimmune disorder, device dislocation, dyspareunia, ear pain, endometrial thickening, fatigue, feeling anxious, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, pain in extremity, pelvic pain, rash, the first episode of abdominal pain, anxiety and the second episode of abdominal pain to be related to essure. The reporter commented: she is thinking about removal surgery. And is continuing to receive treatment for her symptoms. 4 rings were noted, on the left side. And 3 rings visible on the right side. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information and reporter causality comment added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right coil has migrated, and is not satisfactorily positioned") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: *before essure, plaintiff¿s menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/severe and unusual pelvic pain"), the first episode of abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("longer menses"), abdominal pain lower ("cramping"), fatigue ("fatigue"), the second episode of abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), anxiety ("anxiety"), amnesia ("memory loss") and rash ("facial rashes"). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, fatigue, the last episode of abdominal pain, dyspareunia, arthralgia, anxiety, amnesia and rash had not resolved. The reporter considered abdominal pain lower, amnesia, anxiety, arthralgia, device dislocation, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results: on (B)(6) 2014, hysterosalpingogram indicates that the left-sided device was in proper position, but that ¿[the] right coil has migrated, and is not satisfactorily positioned. [The exact] position of the coil uncertain though it is anteriorly positioned, extra uterine.¿ incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.